Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the eccentric system was malfunctioning and the fork was broken. The eccentric system, oscillator, and ratchet were replaced and resolved the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to component failure due to repeated use. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Manufacturer narrative:
(B)(4). G2. Foreign - poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device jammed during work. No patient involvement. Attempts have been made and no further information has been provided.